Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, the pump "broke". Customer may have been released from the hospital on (B)(6) 2018. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.